Event description:
International affiliate reports that the needle was found to have separated from the suture upon opening the suture packet. There are no reported adverse consequences to the pt related to this event.